Manufacturer narrative:
Full facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had percutaneous nephrolithotomy, through the introducer needle into the guide wire skin and wire stripped, but also a small part of the fracture broken inside, has removed the fracture, still worried about the residual in the body.

Manufacturer narrative:
The reported event is confirmed cause unknown due to fair-03-0034. Visual: received 1 nitinol guidewire. Flaking is present as guidewire is exposed, and coating as flaked off. Also received 2 photo samples: first photo sample shows zoomed in view of coating flaking off of guidewire. Second photo sample shows guidewire within holder with coating flaking off the guidewire. Therefore, the reported event is confirmed. No actions can be taken at this time since a root cause was not identified. Per the outcome of this fair, a DHR review is not required as the information needed to investigate is already determined without reviewing the DHR. The instructions for use were found adequate and state the following: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state, and federal laws and regulations. Directions for use: the physician should select the proper diameter, length, and tip type of the guidewire for the procedure being performed. 1. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. 2. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. 3. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. 4. Carefully withdraw the guidewire taking care not to kink. Correction: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had a percutaneous nephroscopic surgery. The skin and steel wire of the guide wire were peeled off through the puncture needle, and a small part of it was broken inside. The broken part has been removed, but they still worried that there would be some left in the body.